Manufacturer narrative:
The reported events of low pacing impedance and insulation damage were confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to damage inner insulation at the proximal region. The cause of the reported events was due to damage inner insulation consistent with procedural damage.

Event description:
It was reported that the patient presented for a procedure. During the procedure, it was observed that once the right ventricular (rv) lead was connected to the pacemaker the rv lead exhibited low pacing impedance. The physician noted, that the rv lead had insulation damage. The physician opted to explant and replace the rv lead, a new lead was successfully implanted. The patient was in stable condition.